Event description:
It was reported that while using the bd facslyric¿ that there was spillover. The following information was provided by the initial reporter spillover issue.

Manufacturer narrative:
Device evaluation by MFR is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Clarifying information has been received that the reported issue is "spillover". This is not related to carryover. Response to wfi safety alignment task 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) No - no further questions required." MFR. # 2916837-2022-00302 was filed against the wrong event and therefore is not reportable.

Event description:
It was reported that while using the bd facslyric¿ that there was spillover. The following information was provided by the initial reporter spillover issue.